Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastritis biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws of the forceps would not open and close smoothly while taking a biopsy. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; jaw broken.

Manufacturer narrative:
The malfunction found jaw broken. A visual examination of the returned device found that the tang hole was broken. The broken jaw was sent for material analysis which revealed that the fracture surface exhibited a material cold flow molding defect. This condition reflects an occurrence of arrested material during the solidification process. The device welding and riveting was found to be within manufacturing specifications. Functionally, the unit was not able to be fully tested due to the broken jaw; however, the handle was actuated without issue. The condition of the returned incident device was not consistent with the complaint since no difficulties were experienced during handle actuation. However, the forceps returned with one of the jaws broken at the tang hole. Material analysis of the fractured jaw revealed that the failure was due to material cold flow at the solidification process. Therefore, the most probable root cause is supplier manufacture. There is an open supplier corrective action to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).